Event description:
The customer complained of an erroneous low result for 1 patient sample tested for ise indirect na for gen.2 on a cobas 6000 c (501) module. The customer was also getting calibration, slope and marginal errors on the c501 module. The initial na result was 127 mmol/l. The repeat result from a different instrument was 137 mmol/l. The erroneous result was not reported outside of the laboratory. The repeat result was believed to be correct. No adverse event occurred. The na electrode lot number and expiration date were not provided. The field service engineer (fse) visited the customer site and found the ise sampling assembly was sticking while moving down into the ise and the sample. The fse cleaned and lubed the ise sampling assembly and aligned the probe and vacuum nozzles. All ise checks were within specification after 30 checks. Calibration and qc were within the customer's range. The malfunction is consistent with improper pre-analytical sample handling. Mis-sampling is caused by insufficient aspirated sample volume which can occur when needle lubricant is aspirated together with the sample. This leads to false low results. The investigation noted that the customer's centrifugation time was low and the centrifugation speed was high. Rack adapters were not used. The issue is no longer occurring at the customer site. The issue was solved by the service action performed by the fse.